Event description:
It was reported that prior a water vapor therapy procedure, the generator started making a loud noise and the screen went dark, and due to this, the procedure was not completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.